Manufacturer narrative:
The device was received for evaluation. Visual inspection noted the bladder has been ruptured. A microscopic inspection was performed and no signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This event occurred after filling the device with 80ml of sodium chloride. There was no patient involvement. No additional information is available.